Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was not admitted to the hospital. However, the patient traveled to the hospital daily to receive intraperitoneal ("injected into the pd solutions") treatments of cipro daily for two weeks (dose not reported) for peritonitis. On an unreported date, the patient's cipro was switched to oral tablets (dose not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, cipro has been discontinued and the recovery status of the patient was not reported. No additional information is available.